Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The company sales rep reported system messages displayed during set up. The system messages would not clear. The company sales rep disabled the iop control.. The cassette then primed. The case was completed as planned. The cassette was not saved for eval. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).